Event description:
It was reported that when using the bd pyxis¿ es server, the station 2north was in retry error. The user stated that patients were still not showing up without performing a facility search. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was found in retry mode even though the dispensingdevicekey was valid on both the server and the station. A technical support specialist (tss) performed a full synchronization by following the knowledge article "retry - insert into purge.purgestatistics". After syncing, customer reported that an admitted patient was still appearing on the station, and investigation showed that the patient had a temporary visit that remained in an admitted status, causing the patient to continue showing locally. Then the tss advised customer to reconcile the temporary visit with the permanent admit discharge transfer (adt) record and provided the reconciliation job aid, customer later confirmed that the reconciliation resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.